Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that starting about two months prior to the original report ((B)(6) 2016) they lost a lot of weight and now they could see their implantable neurostimulator (ins) implant, but it wasn¿t causing any discomfort. Additional information was received from a consumer regarding the patient on (B)(6) 2017. It was reported that the patient never had a problem with her original rechargeable implantable neurostimulator, but it was ¿irritating her hip.¿ it was implanted in her stomach, and it started protruding out of her stomach, so the health care provider moved it to her hip. There were no further complications reported or anticipated.